Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed the complainant¿s experience of gaps between the outer ring and the sheath. Based on the condition of the returned unit, it was confirmed that the observed gaps between the outer ring and the sheath are an intentional design feature. The event unit met current specifications and there were no visible non-conformances. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: lobectomy. Event description: toward the end of the procedure, when the surgical team removed the wound protector to retrieve the specimen, a tear was observed between the white ring and the wound sheath. Additional information obtained from distributor via email on 11jun2025: no instruments used within the alexis during placement. Grasper and scope were used during the procedure. The device did not particulate, and particulate did not fall into the patient. Intervention: user replace with a new one. Patient status: the patient is in good condition.

Event description:
Procedure performed: lobectomy event description: toward the end of the procedure, when the surgical team removed the wound protector to retrieve the specimen, a tear was observed between the white ring and the wound sheath. Additional information obtained from distributor via email on 11jun2025: no instruments used within the alexis during placement. Grasper and scope were used during the procedure. The device did not particulate, and particulate did not fall into the patient. Intervention: user replace with a new one. Patient status: the patient is in good condition.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon the completion of the investigation.